Event description:
It was reported the atw was used during a vaginal hysterectomy. It was reported the device was fired and then reloaded. The device was harder to fire than usual and fired no staples and did not cut. Another device was opened to complete the case. There was no consequence to the pt.